Event description:
It was reported the pt underwent surgery on (B)(6) 2013 for a pacemaker, consequently, her scs system was turned off. On (B)(6) 2013 the pt attempted to turn her stimulation back on, however, she is unable to communicate with her ipg using her programmer or charger. The pt could not recall the last time she charged her ipg. The pt is pending a f/u with an sjm rep to evaluate the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.